Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine images were submitted to edwards for review. No echo images were provided. Observations: moderate aortic valve calcification, minimal aortic root calcification with a spot of calcium visible on the rca and lca on CT, no porcelain aorta, no mac. Coaxial alignment is fair. Image intensifier angle (iia) is good. Valve is deployed 50:50 at the ncc. The valve is too ventricular at the lcc. Pre-screening data shows that a 26mm valve was recommended. Measurements from the pre-procedure tee show annulus size is 21.8. Mild-moderate contrast leakage noted around balloon during bav with 22x4 z-med balloon. Impressions: valve undersizing, as noted above, appears to be primary cause of embolization. Other contributors include low level of calcification and valve canting at the lcc. Per the instructions for use (IFU), device embolization is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the primary cause of the ventricular embolization appears to be valve undersizing. Other contributors include low level of calcification and valve canting at the lcc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Following the transaortic deployment of a sapien valve, the valve embolized into the left ventricular outflow track (lvot). The patient was subsequently converted to open surgery.. Initially, balloon aortic valvuloplasty (bav) was performed with a 22x4 z-med balloon to confirm valve size. During bav, aortic root injection confirmed that a 23mm sapien valve would be sufficient for the patient. The valve was positioned 50/50, with a final position of 70:30 ventricular post deployment. The patient was hemodynamically stable with only trace paravalvular leak (pvl) noted. The medical team agreed that the valve was successfully implanted and decided to close the access site. However, at this time it was noted on fluoroscopy that the valve had embolized into the lvot. The patient went into a brief period of asystole and the sheath was unexpectedly removed. The patient recovered spontaneously from the asystole and went back into normal sinus rhythm. The aortic bleeding was controlled and the access site was closed. The procedure was converted to an open surgery, the sapien valve was explanted and a 21mm surgical valve was implanted. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 21mm by tte. The native aortic valve was severely calcified and the aortic root was moderately calcified. The sinotubular junction (stj) diameter was 23mm, and the sinus of valsalva (sov) diameter was 29mm. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system was described as fair. During deployment, ventilation was held and there was no loss of pacing capture.